Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by improper bone preparation, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported via a medwatch letter (mw5063408) that the following was reported: a patient underwent a repair of a shoulder rotator cuff. Patient's bone was reported to be hard. While placing the first anchor, approximately 5-10 percent of the back of the anchor broke and while the surgeon was screwing the suture anchor in place, the implant broke during insertion. The broken piece was reported to have been removed and did not impact surgery. It is unknown if all pieces were retrieved or if any un-retrieved fragment remains in the patient. Medwatch did not include facility name, address or contact information, therefore, no additional information could be obtained.